Event description:
It was reported that the customer was hospitalized for low blood glucose levels and his blood glucose levels were 30 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed no delivery outside of the specification range.